Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that one patient sample (B)(6) generated an initial architect magnesium assay result of 5.5 mg/dl on an architect c4000 analyzer. The sample retested at 1.1 mg/dl. The customer uses a normal reference range of 1.6-2.6 mg/dl. Controls have remained within specifications. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
The system logs of the architect c4000 analyzer, serial number (B)(4) were reviewed. The liquid level sense (lls) log review shows no issues with the r1 (reagent 1 probe) lls detection. No atypical lls detections are noted in the data. No lls error with the magnesium reagent would indicate inadequate pipetting of the r1 components. Review of the history log shows 28 occurrences of error code 3375 (aspiration error) from 01 february 2018 to 02 march 2018. The history log also shows one occurrence of error code 0550 (instrument hard stops) on 01 march 2018. No returns were made available from the customer site. A review of complaint tracking and trending metrics was performed and identified no related adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation. No non-conformances were found, which may have impacted the performance of the product. The architect clin chem magnesium assay package insert and the architect system operations manual both provide information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists.